Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece. Electrical testing found an internal shorts between conductor paths, arcing was noted at the connector region during electrical test. The cause of the reported event is consistent with procedural damage.

Event description:
It was reported that during initial implant procedure, patient's new right ventricular lead exhibited low, out of range pacing impedance. The lead was not used and the procedure was complete during an alternate lead on (B)(6) 2023. The patient was stable.